Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing with the cochlear implant was getting worse. The hearing was changing when the pressure was applied to the tragus. The external components were found to be functional. A re-implantation is being considered.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient's hearing with the cochlear implant was getting worse. The hearing was changing when the pressure was applied to the tragus. The external components were found to be functional. The patient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to minute device mobility seems very likely. However, to determine an exact root cause a device investigation would be necessary. The patient will be re-implanted in 2016.

Event description:
The patient's hearing with the cochlear implant was getting worse. The hearing was changing when the pressure was applied to the tragus. The external components were found to be functional. A re-implantation is being considered in 2016.